Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) level of 400 mg/dl. The customer reported that the cause of the high bg level was due to consuming more carbohydrates and did not adequately bolus for it. The customer delivered a bolus to address bg level.